Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent (exact type unknown) was explanted on (B)(6) 2011 because it had been malpositioned during an implantation procedure on an unknown date. Following the stent implantation, the patient experienced left hydronephrosis, left ureteral obstruction with calculi, infection, and, renal calculi in her body. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4) - malposition of device.